Event description:
It was reported that this right ventricular lead exhibited high thresholds shortly after implant and a micro-dislodgement was suspected. The lead was successfully repositioned, and no additional adverse patient effects were reported.

Manufacturer narrative:
Please see correction to section e: initial reporter.

Event description:
It was reported that this right ventricular lead exhibited high thresholds shortly after implant and a micro-dislodgement was suspected. The lead was successfully repositioned and no additional adverse patient effects were reported.